Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 6.1 and 3.6 inr. The corresponding lab result reported was 3.1 and 2.7 inr. These are 2 different pts.